Event description:
It was reported that during a coronary stent procedure in a calcified lesion, the shaft of the delivery device broke while attempting to cross a lesion that had not been pre dilated, and was removed without incident. No pt injuries or complications occurred.